Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The field service representative cleaned the sample needles and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of discrepant albumin and calcium assay results for several patient samples on a cobas c 703 analytical unit. The following results were provided for each assay as an example: albumin: the initial result was 1.17 g/dl. The repeat result was 4.51 g/dl. Calcium: the initial result was 0.529 mmol/l. The repeat result was 2.28 mmol/l.

Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical handling issue. The issue was resolved after the probe was cleaned. The investigation did not identify a product problem.